Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had credential management enabled but not upgraded to the version. A technical support specialist upgraded the station to 4.8 to 4.12 to resolve the application issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system unexpectedly stopped responding, preventing user from removing the required medication and affecting patient care delays. There were no adverse events or injuries reported based on this event.